Event description:
It was reported that the surgeon underbent the rod and used too much force. The rod was too short to reduce and broke the saddle. This occurred on the corrective side of the deformity; there were already 10 points of fixation. The broken piece of the saddle was retrieved from the patient. Although the implant was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): no product was returned for evaluation.